Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited fast erratic intervals on the r-r's and sinus brady on the stored electorgrams. The patient experienced three to four episodes like this, but no shocks were delivered by the ICD.